Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient¿s blood glucose (bg) was 29mg/dl. The patient was treated with food and no medical intervention was required. The patient¿s bg quickly raised to 47mg/dl within 10 minutes and then up to 198mg/dl. The bolus history was reviewed and all boluses were delivered appropriately. Customer support (cs) reviewed total daily dose and all numbers add up correctly, the date/time and basal settings were reviewed and confirmed they are all correct. The reporter mentioned the patient was sick on (B)(6) 2013 with a cough. The reporter stated that the patient has not had any reoccurrences. Customer support (cs) advised mom it is not a pump issue and suggested that they contact healthcare professional for clinical recommendations regarding low bg if they reoccur and to monitor bg¿s and pump. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/16/2016 with the following findings: the black box starts on (B)(6) 2016. The black box data/histories for the event have been overwritten due to continued use of the pump. Available daily insulin delivery totals correctly reflect the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.